Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. As soon as supplemental information becomes available an updated report will be submitted. Zimmer reference number of this file is (B)(4).

Event description:
It was reported in a journal article that 52 patients with evidence of periprosthetic infection underwent preoperative aspiration of the affected hip. The organism was identified in 33/52 patients, and single-stage revision was performed. The remaining 19 patients underwent two stage exchange arthroplasty. All patients had cemented cup and long cementless stem. Two patients experienced infection and underwent revision surgery(one patient for single stage revision and the other for two stage revision). Additional information has been requested and is not currently available. Journal article: single-stage versus two-stage revision of total hip replacement for contained periprosthetic infection - ayman m. Ebied.

Manufacturer narrative:
Additional information has been requested and is currently not available. No trend analysis could be conducted as the product number was not provided. The DHR check could not be performed as the lot number was not available. Event summary: it was reported in the journal article that two patients were experiencing an infection after single stage (one patient) / two stage (one patient) revision surgery. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. Root cause analysis the complaint arise from a journal article: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. From the available information none of these complications is directly related to the implants. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The sterilization certificate of the devices could not be reviewed since the devices lot numbers are unknown. However, single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. The gamma sterilization specification which is available for every product family certifies the suitability of sterilization. Additionally, the onset date of the infection is unknown. Therefore, it is not suspected that the product caused or contributed to any patient infection. However, all possible causes related to the issues reported are listed in the appropriate dfmes of the devices. Conclusion summary due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. However, it is not suspected that the product caused or contributed to any patient infection. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4).